Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Section b3: event date is estimated.

Event description:
It was reported that the patient's ipg was nearing end of life. It was noted that an elective replacement indicator message was triggered by the ipg. Surgical intervention may take place at a later date to address the issue.